Event description:
The customer reported to baxter healthcare corporate product surveillance that a clearlink continu-flo solution set, used with a sigma spectrum pump, had free flow that was detected after adding a clearlink secondary medication set. Unspecified vancomycin was setup to infuse, via a central line, to an unknown adult female patient. Per the report, the back check valve of the primary continu-flo solution set was not turned over and tapped during priming (as should be done per label copy). The customer switched the tubing between "several" different pumps. The problem resolved when the tubing setup was changed. The customer stated that the free flow was detected immediately and that medication was not believed to have been infused to the patient during the event. There was patient involvement, however, no injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample of the primary set was received for evaluation. Visual and inspection found no defects. The primary set passed functional testing. The reported condition was not confirmed and no assignable cause could be determined. Additional information: a batch review could not be performed, as the lot number was not provided by the customer. A review of the product labeling was performed and found the labeling to be adequate.